Manufacturer narrative:
Continuation of concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that there was difficulty connecting with the patient programmer/antenna. The rep assumed that it was a product malfunction because connecting with the 8840 was much easier. The patient was told to call patient services and request a programmer/antenna. Additional information received from the patient reported that the patient programmer (pp) doesn't work. It won't synch and then it would immediately shut off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and complex regular pain syndrome type ii. The patient called patient services on (B)(6) 2019 indicating that a few months ago they noticed that their pain stimulator quit working. They were having trouble with the battery and knew it was going out because it wouldn¿t charge quickly and the patient is in so much pain without this. The patient went to a healthcare professional (hcp) who got a hold of a manufacture representative (rep). The rep contacted the patient a couple weeks ago and said that they were going to find a doctor in the area who could replace the ins and that they would contact the patient directly. However, the patient hasn¿t heard from anyone. The patient noted that they take morphine but it¿s not helping much and they also use a pain patch. Patient services emailed the rep. The rep responded on (B)(6) 2019 indicating that they just talked to the patient and are scheduled to meet them on (B)(6) 2019. No further complications were reported/are anticipated.